Manufacturer narrative:
On 03/14/2018 an ortho field engineer (fe) arrived at the customer site and was able to determine and reproduce sample barcode reading issue. Fe found that sample barcode labels that were printed by the blood bank barcode printer would not read correctly on the provvue analyzer. Barcode labels with the same identification that were printed in the accessioning department ( different barcode label printer) were read correctly by the same provue sample bar code reader. Fe demonstrated this to customer. Customer will follow up with their internal barcode printer issue. Fe also verified that the sample camera adjustments were within specifications. Customer ran controls on tests that are processed on the provue analyzer in question and verified that all of the control results were within the lab established qc range. Also, verified operation of the sample barcode reader. Provue is operating as expected. No repairs needed. The investigation determined that the most likely root cause of this event was customer site printer related.

Event description:
Customer has reported a consistent provue misreads when scanning sample barcodes. Customer indicated it is always the first and sometimes first and second digits are mis-scanned/misread. The problem started two weeks prior to the call but was intermittent, and site failed to report the issue to ortho in time. The problem was caught when results of a misread sample got uploaded to lis but lis generated error/not accepting the results due to misread sample not found in system. At that time customer start reviewing scanned samples in provue and manually rescanning the barcode when sample is misread. Ortho care asked customer for some proof of the misreads by sending some provue/lis logs to ortho however customer supervisor does not want blood bank to send files. Customer requested fe to be dispatched and have ortho fe document and gather facts of the incidents.